Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. The patient was asymptomatic with a history of appropriate therapies for vt/vf. Unplugging the rf wand was suggested. The device was able to be interrogated with inductive telemetry. Getting a device image and downloading firmware was discussed. After firmware was downloaded, rf telemetry became available. The patient will continue to be monitored.

Event description:
New information notes that the device was explanted and replaced.

Manufacturer narrative:
The reported field event of rf telemetry was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the reported field event could not be determined.